Event description:
The hospital reported that the tidal volume is not being achieved resulting in the loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board (sib) was replaced to correct the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).